Event description:
My(B)(6) year old is required to wear a mask at school each day and complains of having trouble breathing while wearing it. She also now suffers from headaches from wearing a mask at school all day. FDA safety report ID # (B)(4).